Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2009, boston scientific corp was informed that during the procedure, the resolution clip device sheath separated from the stopper. The physician completed the procedure with another resolution clip device without any pt complications. Pt is "fine."